Manufacturer narrative:
No customer samples were returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot 5245670 conclusion: bd was not able to duplicate or confirm the customer¿s indicated failure mode. Without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that on (B)(6) 2016 the hub of the needle for the 23 g x .75 in bd vacutainer® winged safety push button blood collection set was cracked. This resulted in blood leakage out of the tubing. There was no serious injury or medical intervention reported.

Manufacturer narrative:
The initial MDR was submitted with an incorrect date of event. The correct date of event is (B)(6) 2015.